Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02964. This report is being submitted as additional information. Approximate age of device - 4 years, 10 months. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, did not reveal any device-related issues. The device was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft was severed and the graft attachment was attached to the outlet elbow. The outflow graft bend relief was also severed at its hardware and the bend relief attachment clip was attached to the graft attachment. The sealed outflow graft bend relief collar was returned sutured around the outflow graft and bend relief hardware. Examination of the sealed inflow and outflow conduits revealed depositions of tissue-like clotted blood within the inflow knitted graft and inlet elbow. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed loosely clotted blood within the lumen of the blood tube and proximal-side of the outlet stator, but no evidence of adhered depositions or thrombus formations. Further evaluation of the device revealed damage to one of the impeller blades of the rotor. A small gouge and three small indents were observed approximately 7.42 mm from the top of the bearing ball on the proximal-side of the rotor. There was corresponding damage, circular scraping marks, observed inside the proximal end of the blood tube. The observed damage appeared mechanical and suggested that something was present inside the pump during operation; however, a specific cause for the damage was not able to be determined during the evaluation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the lvad clinician that the coroner called to notify the lvad team of the patient's death. A return call was made to the coroner to obtain more information. The coroner was not aware of any alarms that had occurred. The patient had been found down in a chair by the spouse the previous evening.